Manufacturer narrative:
The hill-rom technician found the user control board was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the user control board and the issue was resolved. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would self-run into trendelenburg when it is plugged in. The bed was located on the surgical floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).